Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the tip would not close on the branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Corrected section: h-6: evaluation method codes: removed "communication/interviews 4111". The device was returned to the factory on 09/14/2020. An investigation was conducted on 09/23/2020. A visual inspection was conducted. Signs of clinical use and slight amounts of charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. Upon manipulation of the toggle, the jaws would not open or close. The evaluation was conducted 5 (five) times with the same result. An engineers evaluation was conducted on 09/28/2020. The harvesting handle was opened and the contents were evaluated. No blood was observed inside the toggle. Manufacturing engineering found that the collar was loose on the yoke shaft. The investigation was concluded on 10/09/2020. Based on the returned condition of the device and the results of the engineer evaluation, the reported failure "mechanical issue" was confirmed. An operator retraining was conducted.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 09/14/2020. An investigation was conducted on 09/23/2020. A visual inspection was conducted. Signs of clinical use and slight amounts of charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. Upon manipulation of the toggle, the jaws would not open or close. The evaluation was conducted 5 (five) times with the same result. An engineers evaluation was conducted on 09/28/2020. The harvesting handle was opened and the contents were evaluated. No blood was observed inside the toggle. Manufacturing engineering found that the collar was loose on the yoke shaft. The investigation was concluded on 10/09/2020. Based on the returned condition of the device and the results of the engineer evaluation, the reported failure "mechanical issue" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25151041 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the tip would not close on the branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.